Event description:
The user reports a patient in the stemi-dtu study who was supported by an impella cp smartassist heart pump experienced bleeding at the access site during the course of support. Because manual compression failed to stop the bleeding and a decrease in hemoglobin and a hematoma at the access site were diagnosed, the pump was ultimately removed.

Manufacturer narrative:
The impella device was not received from the customer as it was discarded and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major been completed since the original report was filed. The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical was not provide to determine.